Event description:
The customer reported that the system intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. One of the system cable was kinked and was reseated. The system was tested and found to be working as intended.